Manufacturer narrative:
Conclusions: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Furthermore, the device explantation report form states that the electrode lead was found extruded and information on the registration card of the new implant points to extrusion by scar retraction, which might have been related to surgical/clinical reasons. This is a final report.

Event description:
The recipient reported a decrease in hearing in (B)(6) 2018. No trauma has been reported. On (B)(6) 2019 recipient was seen for follow-up and could not stand using the provided 6 channels map as hearing was too annoying. Vocal identification results had decreased. Re-implantation was performed on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in hearing in the last two to three months. No trauma has been reported.